Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown) the device displayed a "defib pad short" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and the event handles were returned and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. Testing of the internal handles was not able to replicate the reported malfunction. The multi-function cable involved in the event was not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.